Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. The pacemaker diagnostics were frozen in the previous follow-up session in april. The diagnostics were subsequently cleared. However, in the current follow-up session, it appeared the diagnostics appeared anomalous considering the patient was in af. No further intervention or patient symptoms were reported.